Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a patient's plate broke in half. Patient did not notice any pain/swelling/irritation at the time of breakage. Patient had x-rays and will be doing CT scans.